Manufacturer narrative:
Additional information: through follow-up the gender of patient and date of event were provided. The patient status upon discharge is good and there were no complications. Therefore, the following fields that were previously reported as unknown have now been updated accordingly. Section a3: sex/gender: female. Section b3: date of event: 08/31/2020. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: unknown/not provided. If implanted; give date: unknown/not provided. If explanted; give date: not applicable, there is no indication the lens has been explanted. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the intraocular lens (iol) was implanted, the surgeon noticed a foreign material stuck on the iol. The surgeon was able to remove some of the foreign material and save it. The lens remains implanted and no plan to explant the lens. There was no vitrectomy, incision enlargement or sutures required. No additional information was provided to johnson & johnson surgical vision.

Manufacturer narrative:
Additional information: section d10: device available for evaluation? Yes. Returned to manufacturer on: 11/4/2020. Section h3: device returned to manufacturer ¿ yes. Device evaluation: the foreign matter in question was not returned. Only the pcb00 product was returned. Product returned in its original package. Visual inspection using magnification was performed to the returned sample: the plunger and pushrod was observed in advanced position. Residues of lubricant material was observed on cartridge. No damaged was observed to the cartridge. The lens was not returned. The condition in which the sample returned is consistent with a product that was handled and prepared for a surgical process. The complaint issue reported could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. A search of complaints revealed 1 other complaint has been received for this production order number and product deficiency was not identified. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.